Event description:
The pt reportedly experienced no lock between the internal device and external equipment. Programming adjustments have been made and external equipment was exchanged; however this did not resolve the issue. Revision surgery has been scheduled.